Event description:
The machine shut down 4 times. Repaired by the bio-medical department. Found unit was in and out of bypass. Performed temperature calibration and tested. All functions okay. Returned to service.